Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 8/14/2015, electrode belt 2/22/2013.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. It was reported that the patient passed away in the hospital, and that resuscitation efforts were made by a physician and nurses. The patient went into a ventricular tachycardia (vt) arrhythmia for one minute and 21 seconds on (B)(6) 2019. During the arrhythmia, the response buttons were intermittently pressed. A treatment shock was not delivered as the response buttons were being pressed. It is not clear who was pressing the response buttons. The patient's rhythm transitioned to asystole, and the electrode belt was then disconnected. The patient passed away on (B)(6) 2019.